Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block was observed. Subsequently, a permanent pacemaker was implanted. One day following valve implant, an echocardiogram revealed that the valve was well seated with no rocking motion, no dehiscence, and no paravalvular leak; however, an elevated mean gradient of 18 mmhg was reported. Two months later, the gradient was increased to 39 mmhg, and the patient was started on an anticoagulant medication. An echocardiogram was again performed approximately six weeks later and revealed a mean gradient of 18 mmhg. No additional adverse patient effects were reported.